Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device was overheating. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed vibration assessment and the temperature assessment at the elbow (actual reading: 116 degrees fahrenheit at 30 seconds; specification: =103 degrees fahrenheit at 10 minutes) and base (actual reading: 109 degrees fahrenheit at 30 seconds; specification: =103 degrees fahrenheit at 10 minutes). It was further observed that the bearings were worn out, corroded and broken, the back gear was corroded, and the middle gear was corroded. It was determined that the failed vibration and temperature assessments were due to worn and corroded gears and bearings. It was further determined that the broken bearings as well as the worn and corroded gears were due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.